Event description:
It was reported during a stenting treatment procedure, stent damage occurred. Access was obtained via the right radial artery. The diffusely stenosed, totally occluded de novo lesion covering the entire length of the vessel was located in a mildly tortuous right coronary artery that measured 2.25mm distally and 3.5mm proximally. A second lesion was located in the left anterior descending artery. The lesion in the right coronary artery was predilated with both a 2.0mm apex and 2.0mm quantum maverick balloons. A 2.5x38mm promus element stent was implanted in the lesion and well positioned and well apposed. A second 2.5x38mm promus element stent was implanted proximally to the first stent. As the physician pushed the second stent to ensure that they overlapped, it appeared that the first stent shortened in length. The physician then stented the ostium with a 24mm promus element stent and placed a promus element stent 20mm in length between the two 38mm promus element stents, overlapping the shortened area of the first stent. The stents were post-dilated with both quantum apex and quantum maverick balloons. No further patient complications occurred. Patient status is listed as stable. The patient was scheduled to return to treat the additional lesion in the left anterior descending artery. This device is only ous approved, but it is similar to an approved united states device.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).